Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system displayed yellow alert for left ventricular automatic threshold (lvat) detected as greater than programmed amplitude or suspended. Technical services (ts) discussed that lvat was suspended due to fusion beats. Ts also noted that the presenting electrogram was showing that this left ventricular (lv) lead was exhibiting loss of capture (loc). The health care professional (hcp) noted that this lv had been recently implanted and there have been challenges with the pacing threshold and phrenic nerve stimulation threshold. The hcp mentioned potential lv revision is being considered. This lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system displayed yellow alert for left ventricular automatic threshold (lvat) detected as greater than programmed amplitude or suspended. Technical services (ts) discussed that lvat was suspended due to fusion beats. Ts also noted that the presenting electrogram was showing that this left ventricular (lv) lead was exhibiting loss of capture (loc). The health care professional (hcp) noted that this lv had been recently implanted and there have been challenges with the pacing threshold and phrenic nerve stimulation threshold. The hcp mentioned potential lv revision is being considered. This lead remains in service. No adverse patient effects were reported. Additional information was received, lead reprogramming was performed including decreasing the pacing threshold to correct phrenic nerve stimulation. This lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system displayed yellow alert for left ventricular automatic threshold (lvat) detected as greater than programmed amplitude or suspended. Technical services (ts) discussed that lvat was suspended due to fusion beats. Ts also noted that the presenting electrogram was showing that this left ventricular (lv) lead was exhibiting loss of capture (loc). The health care professional (hcp) noted that this lv had been recently implanted and there have been challenges with the pacing threshold and phrenic nerve stimulation threshold. The hcp mentioned potential lv revision is being considered. This lead remains in service. No adverse patient effects were reported. Additional information was received, lead reprogramming was performed including decreasing the pacing threshold to correct phrenic nerve stimulation. This lead remains in service. No adverse patient effects were reported. Additional information was received, the patient has muscle stimulation in all vectors but one configuration was found to work best in keeping stimulation to a minimum with good thresholds. The patient was saw in clinic to optimize sensor. Ts provided a review of data in nxt noting that the counters show a slight decrease in intrinsic atrial activity when comparing the reset before last and most recent. Ts discussed the histograms appear to show good activity at the lower rate limit to 90 beats per minute which could mean there is no problem at the onset of the activity but during the activity. Ts suggested programming changes. Additionally the health care professional (hcp) discussed that she does not think there were fusion beats. Ts recommended doing a commanded auto test and see what is happening. The patient reported shortness of breath with activity and the hcp questioned if there was lv capture at all times as during clinic tests they were optimal. Technical services (ts) suggested possible testing. This lead remains in service. No adverse patient effects were reported.